Manufacturer narrative:
The axium prime coil was received, and evaluation of the device was completed. As received, the axium implant coil was found stretched with the polypropylene filament broken and with the detach element bent. The axium implant coil was returned already detached and separate from the pushwire. The portion of the axium pushwire was found extending out from non-medtronic catheter hub and was found cut or broken on its proximal end. During evaluation, an attempt was made to pull the axium pushwire out from the catheter; however, the pushwire became broken from its proximal end. No other anomalies were found. We were unable to determine the cause of coil detachment from the pushwire. It is likely that the implant coil and pushwire became damaged as the customer tried to remove the axium prime coil from the catheter during or following the event. The implant coil became detached after removed from the patient and during shipping back to medtronic for evaluation. The customer did not report the detachment of the implant coil at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular right middle cerebral artery (mca) aneurysm located in the m2, this coil was stuck at the distal part of the catheter. It was reported that the coil was attempted to delivered through the non-medtronic microcatheter and about 1/4 of the coil was pushed out into the aneurysm and then it got stuck. The physician could not push the coil any further nor could pull it back. Had to pull the entire system out and the pushwire distal segment was damaged. No patient injury was reported. The device was returned for investigation and it was found that the coil separated from the pushwire. Follow up conducted and additional information received that the customer knew there was no premature deployment in body because they did a scan and saw no coil left behind. The coil detached after pulling out of the body.